Manufacturer narrative:
Batch review performed on 10 july 2019: lot 082621/t: (B)(4) items manufactured and released on 21-feb-2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional device involved: batch review performed on 10 july 2019: liner: mpact 01.32.3248hcat hooded pe hc liner ø32/f (k132879) lot 162916: (B)(4) items manufactured and released on 24-may-2016. Expiration date: 2021-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner 2 years after primary. The surgeon revised the medacta cup and liner with another company's product and revised the medacta head with a medacta head. The surgery was completed successfully.